Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent placement procedure for a narrowing in the left biliary duct through transparietal approach, the handle of the device allegedly broke after difficulty advancing to the lesion. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure for a narrowing in the left biliary duct through transparital approach, the handle of the device allegedly broke after difficulty advancing to the lesion. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on review of the manufacturing records of this lot an indication for a possible manufacturing issue that could be related to the reported event could not be found. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the evaluation of the returned device a disassembly of the grip shells could be confirmed. The device was returned in a disassembled condition which prevented the user to deploy the stent using the trigger or the slide method. The returned grip shell of the performaxx grip was not welded as specified in the work instructions for the manufacturing process of this product which caused disassembly. Based on the evaluation of the stent delivery system the reported issue was determined to be caused by a manufacturing failure. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "visually inspect the bard® luminexx® biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."